Event description:
Sales rep was made aware of a revision following the use of the uniplate cervical plate. It was reported that the plate and the screws pulled away from the bone. As a result a revision was performed. The pt was reported as having poor bone quality and the surgeon did not report this to be a device related event. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
The device was not returned for eval and the lot numbers are unk. The sales rep stated that the pt had poor bone quality that appears to have impacted the effectiveness of the device. The event as reported does not appear to be device related.